Event description:
Pt had pacer inserted for sick sinus syndrome on 5/15/98. On 5/17/98, pt had vt/vf and subsequent cardiac arrest. Physician unsure of arrest. Possible pacemaker triggered arrhythmia or newly started amiodarone.